Event description:
Surgeon reported patient had surgery in 2006 with trufit plug and post operatively several years later; video shows an unfilled bone defect for one plug and not good healing with another.

Manufacturer narrative:
No product is being returned for evaluation.(B)(4)